Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the complaint of error code e8 was confirmed. During the pre-repair diagnostic assessment with the device, the reported condition was reproduced. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had an error code e8. It is known that the device was not used in surgery. It is unk if there was pt/user injury or medical intervention. There was no add'l info provided.